Event description:
It was initially reported that the wake button was difficult to press. Specific blood glucose (bg) value was not provided, however was later determined to be in the high 40s mg/dl. Customer had orange juice and food to address low bg. It was determined the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.